Event description:
It was reported that the customer was hospitalized for high blood glucose and ketones. The device was not available to troubleshoot at the time of call. It was stated that customer changed the infusion set prior to their admission. Customer's glucose level came down while on drip, but it elevated again when the pump was placed back, instructed customer to discontinue the pump use and back to manual injections. Family member will call back to perform the troubleshooting.